Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube that ran from my pump to my body was defective on (B)(6) 2025 leading to hyperglycemia. No further information available